Manufacturer narrative:
Health effect: f2201, f2203. The reported events of "capsular contracture, baker grade iii," "seroma-late," and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii," "seroma-late," and "granuloma".

Event description:
Patient representative reported "capsular contracture baker grade iii," ¿diagnostic siliconoma,¿ and "yellow liquid" diagnosed by ultrasound, CT scan, mammography and biopsy. The device has been explanted. This record relates to the left side.